Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a pmcf from (B)(6) medical center, united states. The title of this report is ¿retrospective case series following application of stryker hoffman lrf multiplanar fixator¿ which is associated with the stryker ¿hlrf¿ system. Within that publication, post-operative complications/ adverse events were reported, which occurred from 2016 to 2020. It was not possible to ascertain specific device details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 4 complaints were initiated retrospectively for adverse events mentioned in the report. This product inquiry addresses broken polyethylene, loose components and infection with cystic defects. The report states: ¿(B)(6) y male, with a h/o prostate cancer, coronary artery disease with stents, endorses + smokeless tobacco, had a star total ankle replacement for arthritis of the right ankle in 2011. Presented with progressive pain and swelling xrays showed failed ankle with broken polyethylene, loose components and elevated inflammatory markers concerning for mechanical failure versus infection with cystic defects.¿